Event description:
Note: this report pertains to second of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2008-05124 for a description of the other event. The physician attempted to complete the procedure with a second resolution clip device. According to the complainant, "..the [clip could] not come out of the sheath." The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device has been discarded. A device eval is not available; therefore, the cause of the reported issue is undetermined.